Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the device failed incoming functional testing, but when functional testing was reran ten times, the device passed, it was determined that the device had intermittent operation. It was also noted that the lower case was broken, the battery drawer was contaminated, the battery contacts were compressed, and the serial number label was damaged. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection revealed no anomalies. Bench analysis revealed that all low battery electrical tests were within specifications. Conclusion: no defect found, could not confirm the intermittent failure reported during repair of the device.